Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported event (error message/device shut down resulting in aborted procedure) was likely caused by the following: 1. Flexray fpga (pcba flexray fpga) cannot be programmed. 2. Ultrasonic fpga (pcba surgisaber) cannot be programmed. 3. Defect of the cpu module (pcba control) or wiring board (pcba wiring). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the h10 field.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code 1010) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report has been submitted by the importer under this MDR report number 2429304-2023-00313.

Event description:
An olympus representative reported, on behalf of the customer, there was an error code 1010 displayed and the device would shut down when using an electrosurgical generator "esg-410". The event occurred during the therapeutic procedure (transurethral resection of bladder tumor-turbt) which led to the case being aborted. There was no patient harm associated with the event.